Event description:
Results were out of range on quality control kit. Facility performed internal control & found no problems. Facility contacted MFR & they were aware of the problems. MFR asked facility to return product for exchange from a different lot number.